Event description:
The customer contacted baxter's service center regarding a patient extension line that leaked, which occurred on the homechoice (hc) during use at connect yourself. The home patient (hp) stated they took the patient line out of the organizer to make sure it reached the bathroom and that was when the solution leaked out. The technical service representative (tsr) asked the caregiver (cg) if there was air in the patient line now. The cg stated yes. The tsr explained that outside air could had gotten in the patient line, and for the hp's safety they recommended the hp start over with all new supplies. The tsr had the hp close the clamps and cycle the power. The hc went to press go to start. The tsr assisted the hp with getting the set out. The tsr explained the hp could start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a leak was confirmed. The patient stated they removed the extension set from the organizer during therapy set up to see if it would reach the bathroom and solution leaked out. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.